Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 37761 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was the pt thought their ins battery had probably gone bad and worn out because they had not had it charged for a couple months because their ins would not turn on. During call pt examined the desktop charger cord (dtc) and there was no connector pin. Pt then said they wanted to meet with the manufacturer instead of getting help over the phone. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said they only had a physician's assistant who filled their medicine and took blood pressure; and a doctor who only did injections. Pt refused to get the national answering service (nas) phone number to give to a doctor since the doctor would refuse to set up an appointment. Agent emailed pt physician listings. No symptoms were reported.